Event description:
It has been reported to philips that the wireless footswitch intermittently lost connection with the system. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Phillips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. To resolve the issue, the fse replaced the wireless footswitch (wfs) and base station. The system was returned to use in good working order and ready for clinical use. The wfs and base station were returned for further analysis. Functional testing of wfs was performed, and a communication issue was identified, confirming the malfunction. Functional testing of the base station was performed, and no failures were observed. Philips has re-evaluated this complaint. The issue occurred without patient involvement and was identifiable prior to procedure commencement. The system's instructions for use (IFU) instruct the user to verify that the wireless footswitch functions with the system and to ensure that the battery is fully charged prior to using it. Alternatively, a second (wired) footswitch is also available for use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.